Manufacturer narrative:
(B)(4). Date sent: 5/1/2025. D4: batch # c9e23n. Additional information was requested and the following was obtained: "·did any broken pieces fall off inside the patient's body? =>details are unknown, but no pieces fell off inside the patient's body." "1. Did device not feed clips (clips not advance fully into jaws)? => unk. 2. Did device drop or eject clips? => unk. 3. Did device sideways feed clips? => unk. 4. Which part of the device was damaged/broken? (Handle/shaft/jaws) => unk. 5. Did any piece detach/fall into the patient? => unk. 6. If yes, was the piece retrieved? => unk. 7. If yes, is the piece returning or was it discarded? => unk." Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with the tissue stop loose. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components the device was disassembled; upon disassemble the advancer was noted to be bent and 5 clips were found inside clip track. In addition were retuned 5 malformed clips and the tissue stop inside of a plastic jar. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch , and no non-conformances were identified.

Event description:
It was reported that during an unknown surgery, a part of inside clip fell off. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.